Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tonsillectomy procedure, the device had a small hole in the insulation towards the middle of the electrode. And the surgeon noticed burns occurring on the patient because of the holes. There were three small burns around the mouth and the largest burn was approximately the size of a pea. They were unsure if the burns would cause scarring. If it would cause scarring, the patient would be referred to plastics. Patient has injury.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found no damage to the insulation on the returned device. The device was hipot tested with satisfactory results indicating no electrical leakage. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.